Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with readings increasing to 216 mg/dl and later decreasing to 199 mg/dl after a same-day supply change; the user was advised to monitor and consider supply issues if high alerts occurred, and no additional device malfunctions or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of available device data and user coaching on troubleshooting and monitoring. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.